Event description:
It was reported that during an unknown procedure, the tissue pad melted. A part of the tissue pad melted and fell out with two devices during the same procedure. Risk of implantation of a foreign body. There was a spleen injury. The laparoscopy was stopped and the procedure converted to open. The patient was fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.